Manufacturer narrative:
One device was received in used condition, decontaminated, without its original packaging and inside a plastic bag. Visual inspection showed a crack. Functional testing detected a leak, confirming the customer complaint. A probable root cause was due to wrong handling after the product left the manufacturing facilities since objects that could cause the type of cracks are not used during the product manufacturing. A device history record (DHR) review showed there were no issues, nonconformance's reported during the manufacturing of the reported lot number. No actions taken since the failure was not associated to manufacturing process.

Event description:
It was reported that the gripper tubing had leakage. No report of patient involvement.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.